Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. However, the cause of the event is likely due to light guide (lg) glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. Resulting in humidity invading lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the inside of the light guide lens of the duodenovideoscope had a stain. There were no reports of patient involvement.